Manufacturer narrative:
The part was returned to the manufacturer for evaluation. After visual/physical examination and functional testing it was observed that after a few minutes of run time it would need to be reset. After they looked into the logs on the unit they found that the part was receiving errors. They reset the unit and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the camera cart was intermittently losing signal on the monitor from the main cart: it would switch to a network disconnect and then turn to unable to connect. It would reconnect soon after. It was further reported by the manufacturer representative (rep) that, while performing the system checkout, the camera cart immediately lost connection and showed the pcoip splash screen and then reconnected a minute later--this occurred after having checked the cable connections.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Additional analysis information determined that the failure mode was electrical and the failure mechanism was a defective pcba. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.